Event description:
Customer reported system is locking up during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the hard drive. System operates as intended.